Event description:
The customer reported that a hlx3004 df v light head broke away from its spring arm near the patient. No injuries were reported to maquet; the cupola remained attached to the spring arm by its cables. (B)(4). Ref# MFR 9710055-2013-00035.